Event description:
It was reported that the asymptomatic patient presented for remote follow up via merline.net with a right ventricular lead that exhibited inhibition of pacing due to sensing noise episodes along with high ventricular rate episode. Programming changes were made. The patient was in stable condition.